Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked. The following information was provided by the initial reporter: my clinicians just today brought me another defective unit. Same issue, same skew, different lot number (4156830). Shall I send this one in as well? Please capture a new report for item 383519 lot 4156830 and reach out to (B)(6) for any follow up information needed. Clinician claims upon placing catheter into patient, the valve began to backfill rendering it unusable. Catheter removed from patient and a new one was used. Please note when sending return packaging, sample is soiled. The lumen is filled with blood. Please provide the date of event. December 9, 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No significant patient injury but the patient had to have another piv inserted, causing the poor patient experience and pain related to another piv insertion.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 4156830 was provided for investigation. The cannister and septum were noted to be deformed within the catheter adapter, which likely created a fluid path that allowed fluid to leak. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.